Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. The service technician found transistor q1 is damaged and has signs of overheating. The service technician scrapped the unit. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator power manager will not charge batteries. The customer stated there was no patient involvement associated with the reported issue.